Event description:
A consumer¿s wife reported an infection at the incisional wound opening. The implant ¿got infected immediately ((B)(6) 2016)¿ and it was taken out in (B)(6) 2016, around the (B)(6). The wife also reported loss of symptom relief ((B)(6) 2016) that started after the device was taken out. Additional information received from the wife reported her husband¿s doctor wanted to remove the stimulator soon, but she and her husband kept thinking it would heal. Stimulation therapy was working so good. They finally gave in and had it taken out because the pocket just kept getting bigger and they could not get it to heal. The explant date was noted to be (B)(6) 2016. Indication for use included urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.